Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found, however, the visual inspection did reveal damage to the grommets.

Event description:
It was reported during the implant procedure, that there was a discrepancy in r wave readings between the analyzer and the implanted device. Gets good readings 14-15 mv r waves through analyzer and hooks up to device and gets 2-3 mv r waves. The device was not implanted. No patient complications have been reported as a result of this event.